Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both intact, and the right plunger case is cracked. The device history report showed there was a motor rate error in history, thinking that is what customer was talking about. There was not any motor drive phase b post error in history. The device was tested using the occlusion tests. The reported problem was replicated and the tech replaced stepper motor and that cleared up the problem. The root cause was unable to be determined unable to determine, did not notice any external damage to the stepper motor. The tech replaced stepper motor. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device motor drive phase b post error. No patient injury reported.